Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-03. H.6. Investigation summary: "material #: 36488000. Lot/batch #: 2095749. Bd received 19 unopened samples, 170 opened samples without packaging, and 15 unopened samples from lot 2112009 which are not related to this complaint. Eighteen (18) of the customer samples were evaluated by leakage testing and torque testing and the indicated failure mode for leakage with the incident lot was not observed. Also, a number of the returned samples were observed to have slight red hub deformation. This slight deformation may affect device attachment. Additionally, 48 retention samples from bd inventory were evaluated by visual examination for damage and the issue of deformed hub was not observed. Another 12 retention samples were evaluated by leakage testing and torque testing and two of the samples failed the leakage test. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes leakage and deformed hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd blood transfer device, the device experienced the holder breaking away at the luer access, failing to contain blood causing leakage. The issues are found in about 10 of 100 products. The following information was provided by the initial reporter. The customer stated: (1) when btd is attached to the syringe to transfer blood, air comes in and blood leakage occurs. (2) btd and syringe cannot be attached properly to each other.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd blood transfer device, the device experienced the holder breaking away at the luer access, failing to contain blood causing leakage. The issues are found in about 10 of 100 products. The following information was provided by the initial reporter. The customer stated: (1) when btd is attached to the syringe to transfer blood, air comes in and blood leakage occurs. (2) btd and syringe cannot be attached properly to each other.